Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician complaint there was lead screw problem. It was noted the physician could not fix the lead in the myocardium. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. The analyst noted that the helix could be extended and retracted. Turns to extend and retract the helix are within specification. If information is provided in the future, a supplemental report will be issued.